Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced an electrical reset during software update. The device was interrogated and reset to normal settings. The device is still in use. No patient complications have been reported as a result of this event.